Event description:
It was reported that the system 9800 would not produce x-rays and was inoperative. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the high voltage cable had a defective connection. The connection was repaired. The system was tested and found to be working as intended and placed back into service. The cable was replaced at a later date as a proactive measure.